Event description:
It was reported that the system 9800 intermittently displayed low ma errors. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The high voltage regulator circuit board was found to be defective and was replaced. Filament calibration was performed. The system was tested and found to be working as intended and placed back into service.